Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 275cc saline catalog #3542640 lot #5890841 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) caucasian female patient that underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline breast prostheses. Bilateral breast prostheses was determined. As a result, the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 400cc gel catalog: 3504001bc lot: 7430194 sn: (B)(4) and (left) mentor memorygel breast implant 375cc gel catalog: 3503751bc lot: 7568866 sn: (B)(4) on (B)(6)2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 6/26/2019, mentor became aware that the correct date of implantation of the suspect medical devices was (B)(6) 2009. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2018, mentor became aware that the correct serial number for the replacement device for the right side was (B)(4). Manufacturer¿s reference number: (B)(4).